Event description:
It was reported the patient has not recharged nor used the scs system for the past year due to an unrelated hospitalization. Reportedly, the patient has lost approximately 60 pounds. Furthermore, the charger is unable to communicate with the ipg. A replacement charger was sent to the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.